Event description:
Initial info rec'd from a consumer on (B)(6) 2012: a currently (B)(6) female consumer initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) two vials once in (B)(6) 2012. She had the poly-l-lactic acid injected in either 4 or 5 sessions. Her first session was in (B)(6) 2012 and the last session was on (B)(6) 2012. She had poly-l-lactic acid put in the hollow of her cheeks, temples and chin. She had lumps in all these areas, but the largest lump is in her chin. The lump is over an inch long. She has swelling and lumps. The swelling happened mainly after the last session. She had a delayed response. The swelling started on (B)(6) 2012 and the that was when she noticed the lumps. She thought the physician "over did it" or over filled her. Maybe she is allergic to this. She could feel all of the lumps. She was able to see many of the lumps. More were becoming visible. There were 6 bumps initially, but now there are 11. Her face has lost its shape. Her face is distorted and she has swelling only. The lumps are not red or hot. She went back to the physician who injected the poly-l-lactic acid. The physician recommended she did saline injections. She sought a second opinion. She didn't actually see the second doctor, but she spoke with a nurse there who was the doctor's wife and she said that saline was a temporary fix and won't work. She is going to see a dermatologist for another opinion. No medical history and concomitant medications were reported. No further relevant info provided.